Manufacturer narrative:
Not available on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that the batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the image acquisition system (ias) could not be charged. There was no patient present.